Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 10 infusion set fell off events on (B)(6) 2024. The infusion set were in use for one day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12354 - device 3 of 10. E1: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-12354 correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(6) has been evaluated for the malfunction code adhesive patch lifts or detaches during use. The batch 6002516 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 6002516 have already been previously tested for visual inspection in the pr (B)(6) on 18/may/2024. The reference samples were visually inspected. All test results were within specifications as per the test report database 1868831 complaint test report. Device history record (DHR) review: the lot 6002516 was manufactured according to the work instruction (wi) version 15 manufactured in the line multivac 10, on 30/jul/2023, with a total of 12,000 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6002516 and another 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.